Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patients ipg had reached end of life. The patient underwent an ipg replacement procedure.

Event description:
It was reported that the patients ipg had reached end of life. The patient underwent an ipg replacement procedure and was doing well postoperatively.

Manufacturer narrative:
(B)(4). (Sn: (B)(6)). The returned ipg was analyzed, passed all tests performed, and exhibited normal device characteristics.